Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-apr-26. The patient was not sure of the cause of their charging issues. It is still taking 1.5 to 2 hours to charge from 30% to 100%. No actions were taken to resolve the issue. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. Beginning off and on since implant, the patient has to charge every day and it takes over an hour most days to go from 30% to 100%. This morning it took almost 2 hours. The patient always checks their charging quality, it shows excellent, and the healthcare professional (hcp) told them that they would have to charge less. Their settings are good. They have a lot less pain but the pain is still there. With their previous implant which was a different model, they only had to charge for about 30 minutes every 2 weeks. Patient services reviewed charging expectations and checked the charging speed which was 4. The patient would monitor charging and call back if they want to try a new recharger. No further complications were reported/are anticipated.